Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was possible that the event was caused due to abnormalities in the image sensor unit, the internal board of the video connector, and electric contacts. The internal image sensor unit was damaged due to confirmed deformation of the insertion part. Multiple damages were confirmed on the bending section cover and the video connector case resulting in irregular loading on the internal board. However, a definitive root cause could not be specified. The event can be detected/prevented by following the instructions for use (IFU): instruction manual ltf-s190-5 operation ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ inspection of the endoscopic image. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the deflectable videoscope had a e226 scope communication error. The device was inspected prior to use. The event occurred during preparation for use and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.